Event description:
The catheter was not recognized by the mapping system. It worked fine in the beginning and then all of the sudden the mapping system could not detect the catheter. We changed the handle which did not fix the problem. Handed over a new catheter and problem was resolved. No harm came to this patient.